Event description:
It was reported that the patient had bradycardia. The device was not pacing and could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable and will continue to be monitored. There were no adverse consequences.